Manufacturer narrative:
The reported issue was resolved though phone support. The customer confirmed that they had no further issues, and it could be related to user-error. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the guided tool change was not functioning as expected. The scissors were initially working normally on arm 4, but after swapping out for the suction irrigator and attempting to use the scissors again, the guided tool change green light was on, yet the scissors did not stop at their original point. No patient injury occurred, and the case continued. Additionally, the surgeon noted some impedance with the scissors on arm 4. The staff attempted to resolve the issue by burping the arm and undocking and redocking, but they were unable to determine the source of the impedance. The procedure was completing as planned with no reported injury.